Event description:
A customer contacted beckman coulter inc. (Bec) reporting leaking from reagent probes a and b in their unicel dxc 800 pro synchron clinical system. The customer observed liquid in the reagent probe well and liquid on the cover. The customer was wearing proper personal protective equipment (ppe) consisting of gloves, goggles and a lab coat at the time of the incident. No injury or exposure was reported and no erroneous patient results were generated.

Manufacturer narrative:
A field service engineer (fse) went on-site but was unable to reproduce the leaking, however fse replaced module a1 and the reagent syringe drive assembly. Instrument was primed and no leaks were observed. Qc was tested by the fse and results were within established ranges. Repair was verified per established procedures and results met published performance specifications. The cause of the leak could not be determined. The customer reported that this was an ongoing problem at their laboratory. Previous reports of leaks at this customer's laboratory have been documented in MDR# 2050012-2012-01834 and 2050012-2012-01854. Per fse, he has been unable to reproduce leaking from the reagent probes during the service visits. (B)(4).